Event description:
Manufacturer's rep reported, at implant surgery while trying to prepare the infusion pump for implant, they tried to aspirate the sterile water from the pump reservoir for 30 minutes but couldn't. Programming the purge bolus was also done but, "it didn't appear to purge anything". The pump was not implanted, and returned to the manufacturer for analysis. The patient was implanted with a synchromed ii pump.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, and the results are not complete at the time of this report. A follow up report will be sent when the analysis results become available.